Event description:
It was reported that there the tart was not reading any temperature inputs and the external pressure connections will not reading any pressure inputs. No harm to any person has been reported. The failure occurred during service. Complaint ID # (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID # (B)(4).

Manufacturer narrative:
It was reported that there the tart was not reading any temperature inputs and the external pressure connections will not reading any pressure inputs. The failure occurred during maintenance. A getinge field service technician (fst) performed repair on (B)(6) 2024. The sensor panel was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed. No pump stops or error messages regarding the sensors were observed on the date of event, (B)(6) 2023. A similar failure was investigated by getinge life-cycle-engineering with following conclusion: the most probable root cause that the wetting of the socket plan from the hls connector affected the measurement voltages. This lead to the unstable value changes. According to the instruction for use (IFU) of the cardiohelp, ¿during the application¿, the cardiohelp should only be operated with activated temperature sensors and to ensure that the warning and alarm limits, as well as the interventions, are suitable for the patient and current situation. An external temperature sensor can be used. Furthermore, in case of a failing arterial/venous temperature sensor an external sensor can be connected, IFU of the cardiohelp "connecting external temperature sensors". According to the IFU, "messages", if the measured values are above high limit or below low limit of the set limits and if the sensor is defective the system generates a visual and acoustical alarm. Additionally, in the IFU of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, ¿preparation and installation¿ and quadrox-ir small adult / adult, ¿priming the system¿, the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The review of the non-conformities has been performed on (B)(6) 2023 for the period of (B)(6) 2020 to (B)(6) 2023. It does not show any non-conformity in regard to the reported product and failures. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on (B)(6) 2020. Based on the results the reported failure "t-art not reading any inputs" and "external pressure not being read" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.